Manufacturer narrative:
During a retrospective review, this issue was identified as being reportable and a separate occurrence from the issue reported in 3007591333-2015-00007. From the description in the report, it was claimed the barrel assembly of the ligator separated from the elastomer gasket. It is unknown whether this was full or partial separation and what, if any, intervention was required.

Event description:
It was reported by the healthcare facility that during use of an autoband ligator the barrel came off the silicone cap inside the patient.